Event description:
On 7/15/83, when rptr was 34-yr-old the dr inserted breast implants into the subpectoral spaces in her chest. This was done due to bilateral mammary hypoplasia after breastfeeding 3 children. She had requested mastopexy only but the dr advised implants because he felt it would be less scarring. Over at least the last 7 yrs she has been experiencing: shoulder, arm, wrist and hand pain, numbness and weakness, muscle and nerve twitching, amnesia, aphasia, headaches, depression, fagigue and itching nipples. Her fourth child, born 3/13/88, has poor weight gain, multiple allergies and learning difficulties. She continues to have a very poor appetite.